Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 475 mg/dl at the time of incident. The customer was treated for high blood glucose with manual injections. The customer was assisted with troubleshooting for changing infusion set. Customer had high blood glucose level and discontinued the insulin pump since 9 pm. Customer refused to stay on line for lowering the blood glucose level. The insulin pump will not be returned for analysis.